Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that lead insulation damage was observed. During the initial implant a kink was observed on the lead, which was accompanied by a tear and blood entering the lumen. It is believed the issue may have been when attempting to push the lead in further to create more slack after placement. No electrical abnormalities were noted. The lead was replaced and the procedure was completed successfully without adverse consequence to the patient. The patient was in good and stable condition.